Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set tape not sticking issue on (B)(6) 2026. The infusion set was in use for two days and the insertion site was abdomen. No further information available.